Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported being hospitalized on (B)(6) 2011, with elevated blood glucose of 30 mmol/l (540 mg/dl). The patient's normal blood glucose range is 5-11 mmol/l (90-198 mg/dl). She changed the infusion set several times and bolused through the infusion device but was unable to lower her blood glucose. She believes the infusion device delivers too little insulin. No further information is available. The infusion device was replaced and requested to be returned for evaluation.